Manufacturer narrative:
Unable to determine the cause of the customer's complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that a hole was found in the extension portion of the tubing after the patient's bedding and gown were found to be damp with fluid. There was no patient harm.

Manufacturer narrative:
The customer complaint of leak from hole in set could not be confirmed due to the product was not returned for failure investigation. A picture of an unknown syringe set connected to an unknown female luer was provided by the customer. The root cause was not identified.